Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Eval confirmed the reported symptom system of false downstream occlusion alarms through the history log, but could not reproduce it. Eval found the downstream sensor readings to be above specification. Eval found that the downstream pusher shim was out of specification. The downstream sensor was recalibrated to insure proper operation and detection.

Event description:
It was reported that a spectrum pump alarmed "downstream occlusion!" When no occlusion was present. It was also reported that there was no pt injury.